Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level was not provided. No additional information was provided.